Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was charging every 3.8 days, according to the clinician programmer recharge stats. The patient used to charge every 6-7 days. The patient now only let the implantable neurostimulator (ins) deplete to half before recharging. The last time the patient charged was (B)(6) and the ins was depleted more than expected. The patient felt stimulation turn off occasionally, but it appeared it was due to positional changes and adaptive stim being enabled. The device settings were as follows: program 1 - one anode, two cathode, 65 rate, 450 pw, 6.6v, 24 hours/day, 663 group impedance. The recharge interval estimation was calculated as 6.78 days (bol) and 5.67 days(eol). It was reviewed that the interval appeared appropriate and if the patient only allowed the ins to deplete to 50% before recharging this would correlate with charging approximately every 3 days. Concerning the loss of stimulation, no cause was determined. The patient did have a pocket revision and extension replaced on (B)(6) 2015. After that, the patient did not have any problems; however, when she met with the manufacturer representative on (B)(6) 2016, she mentioned her concern of recharge interval and noted she felt her stimulation may have stopped once, which she said may have been due to position. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The consumer via a manufacturer representative reported that the patient's battery was tilted and it was uncomfortable. The patient was scheduled for a pocket revision on (B)(6) 2015 but also had issues with a loss of stimulation sensation and an increased charging interval. Electrode and group impedances were checked which showed normal impedances ranging from 800 to 1000 ohms. The patient was happier with the quality of the stimulation when using electrodes 8 through 15 but preferred the coverage from electrodes 0 through 7. They felt that the recharge interval went from once every couple of weeks to once every 3 to 4 days. Adaptive stimulation was turned off to see if that resolved the perception of the stimulation "shutting off." By manipulating the battery the patient noted that they could turn the stimulation on and off. The pocket revision was performed and the patient was tested pre-op lying on their back. They checked the impedances and also initial perception of their favorite program. In the operating room the patient was tested supine with the extensions connected to the multi-lead trialing cable. The impedances were checked again and the initial perception of their favorite program. The results were the same as pre-op. The doctor opted to change the extension connected to electrodes 0 through 7 just in case. The patient status was listed as "alive - no injury" at the time of the report. The patient's past medical history included hypothyroidism, anxiety, idiopathic gastroparesis, ehlers-danlos syndrome, and gastroesophageal reflux disease. The patient was indicated for spinal pain.

Manufacturer narrative:
Analysis of the returned extension model 3708160, serial# (B)(4) showed no anomalies.

Event description:
Follow up information received from the manufacturer¿s representative reported that the cause of the issue was not determined. The representative spoke with the patient on (B)(6) 2015 where it was noted that they were doing great (everything was great¿) and was back to ¿how it was before¿. If additional information is received, a follow-up report will be sent.